Event description:
High lead impedance and intermittent svc continuity was measured by the associated ICD during a follow-up visit. After delivering a shock of 0.5 j, a shock impedance of 53 ohms was measured. During intervention, psa measures of the lead revealed the following: vd threshold 6 v, 0.4 ms, and lead impedance value of 1380 ohms. This subject lead was replaced.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.